Manufacturer narrative:
Evaluation conclusion: the screw was not returned to stryker kiel. According to received information the nail had been discarded. An infection issue was suspected after an implantation period of approx. 1 month. A customer checklist (requesting information regarding the (B)(4). To dqp 13-003) which was sent immediately by the manufacturer on (B)(4) 2013 was returned on (B)(4) 2013. We received the information that the patient suffered from (B)(6) and fulminant (B)(6). No specific examination in order to identify the kind and the origin of potential pathogenics and / or organism. The packaging and the sterilization procedures were reviewed acc. To dqp 13-002 without any observations. Investigation revealed that the nail was sterile at the time of distribution. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. There were no open actions in place related to the reported event for the subject product. No non-conformity was identified. A correlation between the alleged infection and the product could not be verified based on the actual status of information.

Event description:
On (B)(6) 2012, t2scn surgery was performed. On (B)(6) 2012, the patient died by infection.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report.

Event description:
On (B)(6) 2012, t2scn surgery was performed. On (B)(6) 2012, the patient died by infection.